Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited fluctuating pacing impedances. The impedances were never measured out of range and all other parameters remained stable. The physician will continue to monitor the system. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that the pacing impedance measurements had continued to fluctuate. The impedances were measured high and out of range greater than 2000 ohms. Boston scientific technical services (ts) recommended performing testing and continuing to monitor the system.